Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 12mm pulmonary valved conduit was implanted in a (B)(6) patient. Six years and 6 months later, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The tpv was deployed to 22mm. The reason for replacement was stenosis and "very mild" regurgitation. It was reported that, "the conduit stenosis was very tight and much smaller than the original diameter of the conduit so likely not due to somatic outgrowth.". No additional adverse patient effects were reported.